Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a broken sensor during removal procedure. The event happened on 29-jan-2026 at 4:00 pm. According to the hcp, the event happened during a routine sensor removal and re-insertion; the old sensor broke in half. The sensor had been implanted in the upper right arm. The user was feeling fine. All the pieces of broken sensor were successfully removed. An RMA was authorized for return of sensor for further investigation.